Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure training case, hs iii proximal seal system 3.8mm seal was inserted into the aortotomy and deployed. The seal's tension spring sutures slightly split the aorta on either side of the aortotomy, requiring the surgeon to go on pump to correct. The aorta was friable at the area chosen for proximal anastomoses. This could not have been predicted. The surgeon went on pump, corrected the issue in a matter of minutes. The hospital did not report any patient effects.